Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, or display anomaly noted. Device was received with normal operating currents and no unexpected off no power, empty battery, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Device passed self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose reading was unknown. The customer stated that there is a black circle on the screen. The customer changed the battery but the pump stayed empty. Troubleshooting did not resolve the issue. The insulin pump was returned for analysis.